Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output when connected to the chronic leads. The leads had functioned appropriately with the ipg that was being explanted. The physician elected not to implant the ipg.